Event description:
It was reported during a lap bowel procedure, the doctor used the device during the case for approx 1 hour after which the device started to develop a high pitch squeal. A second device was opened and used without incident. Product being returned for analysis. No patient consequence.

Manufacturer narrative:
Date sent: 7/5/2006. A1,2,3,4; b6, 7: information was not provided by the affiliate. H6: code 400 = cracked blade. Evaluation summary: the analysis results found that the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator, and an error code 5 was noted. The identified blade damage may have occurred form external contact during activation. In addition, minor blade damage may increase in severity during susequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."